Event description:
It was reported that the ilet pump repeatedly displayed alert 39 indicating an insulin shaft encoder failure that did not resolve after multiple restarts, and the user was placed on a backup pump while a replacement was provided. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on the user¿s health. Investigation included a review of the device-reported alert and troubleshooting actions. Investigation of this case revealed a device malfunction consistent with an insulin delivery component encoder failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the insulin shaft encoder.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.